Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: xve end of life.intervention(s): switch from vented electric to pneumatic-mode.implant device type: rvad.